Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump lost power and moisture was observed inside the battery compartment. It was noted that the battery compartment was cracked while no damages was found with the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported no power issue was duplicated in the evaluation. The pump failed to power up using the returned battery cap or a test cap. The black box download and remaining testing could not be completed due to the unresponsive pump. Battery cap contact height measurements were out of specifications. A battery compartment crack was found above the grip pad. Moisture intrusion was evident inside the battery compartment and behind the display. The audio bolus button cover was missing from the pump. A leak test showed leaks at the bolus button and the battery compartment. Pump casing was opened and moisture contamination was found throughout the entire interior.